Event description:
Surgeon was burned on left medial upper arm by neptune smoke evacuation pencil. Dr. Was not using bovie but arm was near it and buttons were push at the time of the energy discharge. Incident did not make it to patient. Equipment removed from field. Unforeseen incident. Equipment was prepared per instruction and secured in protective holding device. Patient grounded appropriately. Manufacturer response for neptune smoke evacuation pencil, (brand not provided) (per site reporter).